Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon implanted a 12.5 icm125v4 implantable collamer lens in the patient's left eye (os) on (B) (6) 2009. The lens was explanted due to excessive vaulting. Subsequently, the patient experienced elevated iop and pupillary block. The lens was exchanged for shorter lens.